Event description:
It was reported that the pt expired. The pt had a history of lung cancer. The cause of death was not reported. It was reported that the pt's death was unrelated to implanted system. The pump contained hydromorphone 15 mg/ml; bupivicaine 40 mg/ml; compounded baclofen 500 mcg/ml; midazolam 750 mcg/ml and clonidine 400 mcg/ml.